Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the infusion pressure was lost when switching from fluid to air. The infusion tubing was exchanged and the case was completed without harm to the patient.